Manufacturer narrative:
(B)(4).

Event description:
This is report 2 of 3 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. The patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for peritonitis. Treatment was not reported. The patient was discharged from the hospital and recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potential lot numbers h12h29057, h12j26076, h12k14047, and h12l07031, with no issues noted during the manufacturing process. There were no deviations from standard procedure. Exception should additional information become available, a follow-up report will be submitted.